Manufacturer narrative:
The consumer reported false negative inteliswab test results in their amazon review. Specific details of the collection and testing process regarding the inteliswab test was not provided. The consumer also did not provide a lot number or any other product information. The consumer stated their friend tested positive using inteliswab and tested positive using another brand test. It is unknown if a confirmatory pcr test was performed. Orasure technologies, inc. Is unable to contact the consumer for additional information as no contact information was provided. No additional follow up is to be expected with this complaint and the incident will be closed internally.

Event description:
Consumer left an amazon review for inteliswab claiming false negative results. Amazon review: 'not a quality product. I did not like the fact that there was only one stand. My friend was positive and the test results were negative. She took another brand that showed her positive. This was in a one hour time frame.'

Event description:
Consumer left an amazon review for inteliswab claiming false negative results. Amazon review 'not a quality product. I did not like the fact that there was only one stand. My friend was positive and the test results were negative. She took another brand that showed her positive.this was in a one hour time frame.'